Manufacturer narrative:
The event type has not been documented correctly in the original report. The event type has been updated.

Event description:
Implant failed due to a failure to osseointegrate.

Event description:
The implant malfunctioned due to dropping from the implant driver. The malfunction did not cause or contribute to a death or serious injury.